Event description:
It was reported that the pt underwent a repair of the game keeper's thumb and pinning of the meta-carpo-phalangeal joint in 1999. In 2000 when the surgeon was removing the device, the looped portion of the suture attached to the curved needle broke. The pt needed a secondary surgery to remove the broken piece retained. An axillary block was employed for anesthetic purposes. The second surgery was performed in 2000 without any adverse consequence. The pt is reportedly doing fine.